Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative results on a urine hcg pregnancy test. A (B) (6) obtained positive results with a home pregnancy test (brand unk). An ultrasound confirmed pt was 19 weeks pregnant. No medications or clinical symptoms noted.